Event description:
It is alleged that a 2-day pump filled with 120cc's emptied in less than 24 hours. It was reported that the patient did not experience any adverse symptoms.

Manufacturer narrative:
Device was not returned for evaluation.